Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler did not fire. It did not close and hangs. The surgeon was able to press the green button and squeezed the handle. There was no patient injury.